Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 130mmh2o. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The catheter was irrigated with purified water. No occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming. The valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3100 with lot 1256598, conformed to the specifications when released to stock on the 21st december 2004. No root cause could be determined as the valve functioned. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The customer complaint that the mechanic of the valve is defective thus they explanted it. Implantation 2005.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.